Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced erosion of device with palpable fibers in the left vaginal crux, dyspareunia, third degree rectocele, slow weak stream, urinary retention, partner feels poking with intercourse, extrusion, protrusion, device exposure at the inferior pubic ramus, pain at site of the left anchor insertion, dyspareunia, urethral hypermobility, stress urinary incontinence, partner notices a scratch during sexual activity, patient had an exam that revealed impending exposure of the anchor of the device on the left side and was mildly tender. Patient had a cystoscopy with removal of a portion of the device, vaginoplasty, and excision of a vaginal polyp under general anesthesia. Patient had an additional cystoscopy with explantation of eroded device under IV sedation. Patient had another cystoscopy with explantation of device and transvaginal flap advancement closure under IV sedation. Patient had explantation of device under general anesthesia. Patient had a transurethral explantation of device, repair of urethral injury with urethrorrhaphy, kelly urethral plication under general anesthesia. Interoperative findings noted significant injury to the corpus spongiosum and suburethral tissue. Pathology report noted the explanted device fragments of material and fibro collagenous tissue with presence of synthetic material associated with inflammation and fibrosis. Also present are fragments of vaginal mucosa. Device materials within incorporated soft tissue measuring 9.5 x 0.5 x 0.2 cm in loose aggregate.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.